Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller is reporting high readings. She purchased the meter and test strips three days ago. She stores meter and test strips in bedroom. She does not have any control solution. She is (B)(6) years old. Her birth date is (B)(6). She weighs around (B)(6). Caller is a type 2 diabetic. Caller's normal readings are around 300. Caller should be receiving readings in the 200s according to her doctor. Caller is on steroids, blood pressure medicines, heartburn medicines, cholesterol medicines, painkillers, chemotherapy meds, and is also on insulin. Caller has recently changed her diet. Caller is not on oxygen therapy. Caller cleansed finger with alcohol. Caller tests on fingertip. Caller did not use a new lancet. Caller did not have a problem getting a blood sample. Caller lays the meter down when testing. Meter and test strips have not been exposed to extreme temperatures. Caller received back to back readings of 557 and hi and took 16 units of insulin. Customer was alarmed because readings were so high. Customer called the paramedics. When paramedics arrived, they did a test with their meter and received 357. Customer did another test with her meter and it still read hi. Customer did not have any food or beverages prior to receiving the hi reading. Paramedics did not treat her. Customer did not have any symptoms. Replaced meter, 50ct strips, sent cs, and rl. (B)(4).